Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. Three weeks after implantation of the pump, the pt experienced decreased pain relief. A catheter contrast study was normal. An x-ray rotor study showed the pump's rotor had stopped. The pt underwent explantation of the pump on the date unk. The pump was returned to the MFR for analysis.